Manufacturer narrative:
Pump boot up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current measurement test, and self test. The pump failed the sleep current measurement test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, minor scratches on the lcd window, and pillowing keypad overlay. Blank display was not confirmed during testing. Unexpected battery power loss and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Rewind anomaly was not confirmed during testing. Cosmetic damage was confirmed at the screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump had rainbow effect on the screen, the insulin pump had sudden unexpected power down, rewinding took longer to complete. Troubleshooting was not performed. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.